Manufacturer narrative:
In 2006, an intralase clinical applications specialist (cas) was present during surgery. The surgical settings were optimized and the physician was instructed to increase the flap thickness. On 7/24/06 and intralase field service engineer was on site to evaluate the device. The depth was calibrated and surgical settings were adjusted and the device met specifications.

Event description:
The intralase fs laser was used to create a corneal flap on the right eye for lasik surgery. During surgery there was vertical gas breakthrough and the physician decided not to lift the flap or perform the excimer ablation. The pt was examined the following day and the pt presented with corneal edema, a small epithelial defect, and decreased visual acuity. Preoperatively, the pt's bcva was 20/20. One day postop, the pt's ucva was 20/70. In 2006, the epithelial defect had healed, but there was stromal edema and +1 haze. The pt's vision was 20/70 with her glasses. Additional pt information has been requested.